Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, hypotension is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are many potential causes for hypotension post valve deployment including, but not limited to, underlying cardiac disease, medications, anesthesia, rapid pacing, and the procedure itself. These patients typically are non-operative and/or extremely high risk and have complex medical histories and multiple co-morbidities. In addition, they are routinely administered multiple vasoactive drugs during the procedure. They are also purposely made hypotensive, utilizing extreme tachycardia (by means of rapid ventricular pacing), to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common. In this case, it was reported that this (B)(6) female, with an ef of 45%, was slow to recover from the rapid pacing, resulting in severe hypotension. Since there is no allegation of device malfunction, or labeling issues, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by the edwards field clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, after balloon valvuloplasty (bav) the patient had a slow recovery from rapid pacing and became hypotensive. The sapien valve was subsequently successfully deployed, and the valve was functioning properly however; the patient remained hypotensive. The patient was placed on cardiopulmonary bypass (cpb) for approximately 40 minutes. While on cpb, echo indicated there was a mild to moderate paravalvular leak (pvl). The sapien valve was post-dilated and the pvl was reduced to mild. The patient was weaned off of cpb and placed on prophylactic intra aortic balloon pump (iabp). The patient recovered and was discharged a week later.